Event description:
The sprint fidelis electrical leads on my medtronic pacemaker/defibrillator failed and I had to go into emergency surgery to have them replaced. This device had been implanted after medtronic had already known the leads were faulty in 2006. During the two plus years that I had the device implanted, it went off -shocked me- 7 times, thus also reducing the overall battery life. This event cost me in hospital costs and surgery at the hospital. I feel that all of this expense should be absorbed by medtronic and I have instituted a lawsuit against them.